Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia, diabetic ketoacidosis. The customer was also reported rewind anomaly, keypad anomaly, pump error-23 alarm (post-reset ram crc alarm) and the insulin pump was turned off. The customer reported blood glucose value over 900mg/dl at the time of event along with symptoms such as loss of consciousness, and heart issues. The customer reported hyperglycemic event was treated with insulin shots, IV insulin drip, ambulance and by overnight hospitalization stay. The customer reported diabetic ketoacidosis was treated with IV insulin drip and by overnight hospitalization stay. The event involved product(s) mmt-397a, mmt-7040ma, mmt-1884, mmt-332a. Troubleshooting was performed for hyperglycemic event. Customer has been using the insulin pump system within 48hrs of the event and reported insulin pump in use leading up to the hospitalization. Customer was not using the auto mode/smartguard feature at the time of the event. Troubleshooting was partially performed for pump error alarm and customer was not able to clear the alarm. Troubleshooting was performed for keypad anomaly. Insulin pump has not been exposed to altitude change. Time does advance when display was observed. Customer was advised to discontinue use of the device, and the insulin pump will be replaced. No further patient complications were reported. No product return is required for mmt-397a. No product return is required for mmt-7040ma. Mmt-1884 was requested, and customer response was the device will be returned. No product return is required for mmt-332a.